Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post implant the right atrial (ra) and right ventricular (rv) leads were noted to be reversed in the device header. The leads were positioned properly in the header ports and remain in use. No patient complications have been reported as a result of this event.